Event description:
Pt revised for loosening, pain, stiffness and patella crepitus.

Manufacturer narrative:
Examination of the submitted tibial insert found unanticipated wear for a polyethylene knee device implanted for approximately three years. The root cause of the unanticipated wear of the tibial insert is attributed to loosening of the tibial tray and femoral component. A search of the complaint database did not show any other reports against the product lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.